Event description:
Lumbar puncture needle broke off in pt, but facility was unaware until an MRI was done due to pt complaint of continued back pain. Pt required a second surgical procedure to remove broken needle.

Manufacturer narrative:
Info has been forwarded to the mfg facility for investigation, results pending. A follow-up report will be filed.